Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Patient had participated in a trial phase with nalu prior to the implant and agreed that the implantable pulse generator (ipg) would be implanted in the lower back area with the leads targeting the lumbar and medial branch nerves. After having the permanent system placed and using it for several months, the patient reported some difficulties in placing the external therapy discs in a way to achieve consistent communication due to the location of the ipg in the lower back. Patient requested to reposition the ipg to a slightly higher location to provide better usability of the system. Surgical revision was performed on (B)(6) 2024 to reposition the existing components only. After repositioning the implant to a higher location, it was discovered that the patient's excess skin and skin folds in that location interfered with the communication between the implantable pulse generator (ipg) and the external therapy discs. On (B)(6) 2024 a surgical procedure was performed to remove the original system and place a new one, with the new ipg being placed significantly higher on the patient's back to avoid the excess skin issue.

Manufacturer narrative:
There is no indication of any system or component failure, the communication issues were determined to be related to the location of the implant in relation to the patient's anatomy. The existing components had already been repositioned once, a second reposition of the same components increases the potential for surgical handling damage, thus all components were removed and replaced out of caution.